Manufacturer narrative:
No additional analysis was performed as the reported issue was resolved via initial troubleshooting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the monitor of the navigation system was powered off. It was noted that the power loss was without prompt from the user. A second medtronic navigation system was used to complete the procedure. Outside of the procedure, it was noted that the key-lock of the monitor was set of off. Once set back to "on" the monitor functioned as designed. There was no patient present when this issue was identified. No additional information was provided.